Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 452 mg/dl. Battery out limit was also reported. Customer states the batteries were out of pump greater than duration allowed by the pump. The device is not expected to be returned for analysis.